Event description:
It was reported that during a left side atrial tachycardia ablation procedure, the lasso catheter got stuck in the pt's prosthetic/mechanical valve. As a result the pt had to undergo an open heart surgery. It was reported that the pt was fine.

Manufacturer narrative:
Procedure date was in 2008, however the exact date was unk. The instruction for use contraindicates use of the catheter in pt with prosthetic valve. Biosense webster MFR's ref. No.'s are related to the same incident.